Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized for diabetes ketoacidosis. The patient's highest blood glucose level was at 700 mg/dl due to bent cannula. The infusion set had been in use for 1 day. The patient received intravenous insulin as corrective treatment. The health care professional identified the ketone level as dangerous/life threatening. The treatment resolved the issue as the blood glucose level was just above 200 mg/dl. The patient had been hospitalized for 7 days and the patient had been diagnosed with urinary tract infection as well. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.